Manufacturer narrative:
(B)(4). List of associated devices: femoral stem cmk oc modular cemented 12/14 s303 l140, reference 3553.303, batch 0001128937, handle in (B)(4). Novae e 53 th, reference rm45050007, batch 1607282a. Vis corticale autotaraudeuse de 5, reference rm65150047, batch 1610417a. Universal cement restrictor-disposable inserter, reference b000-1240, batch 6m9409. Ci 55/22,2 e, reference rm51100007, batch 1712139a. Palacos r+g 1x40, reference 66017750, batch 89324686. (B)(6). The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that patient underwent initial hips arthroplasties of the left and the right sides in (B)(6) and then (B)(6) 2018 following cortisone osteonecrosis. Since the implantation of the both prosthesis, patient suffers from chronic pain at both sides. Patient can not walk longer than 2000m or hold 2-4kgs. The pain is also affecting his professional career. It can be noticed that pain is at the same place as the prosthesis. The current report handle the head component of the right hip.

Manufacturer narrative:
(B)(4). The review of the documents provided by the patient shows that since the implantation of the both prosthesis, he underwent numerous medical investigations (MRI, echography, scintigraphy, etc.) By different hcps without any substantial explanation for the observed pain and reduced range of motion. On the available x-rays, it is seen the both stems are positioned in accordance with the applicable surgical technique with a thin cement mantle corresponding to the physiology of the cmk stems. There is no medullary plug on both hip stems, but his can be surgical preference and does not explain the issue observed. The inclination angle of both cups is respectively 39.7° for the right cup and 42.4° for the left cup, which is fine. The anteversion of both cups is low (about 0°), but it appears unlikely this low anteversion explains the issue observed. It is noticed by (B)(6) in (B)(6) 2021, through a clinical examination, a leg length discrepancy of 5mm, which is rather common for patient who underwent hip replacement, and it appears unlikely this leg length discrepancy explains the pain observed. It is noticed by (B)(6) in (B)(6) 2020, through the electromyogramme, that it is possible that the patient suffers from a meralgia paraesthetica due to an elongation of the femoro-cutaneous nerve during the primary hip surgeries, such may lead to nerve pain. The product analysis can't be performed as the product was not returned. The device manufacturing quality records indicate that the released products met all requirements to perform as intended. The IFU of the stems and the heads were reviewed and it is noticed that the cups and the inlays used during the primary hip surgeries comes from the company serf and are therefore, not compatible with the stems and the heads manufactured by biomet france, that could cause or contributed to the reported event. A complaint extract was done regarding pain and loss of range of motion: 2 complaints (2 products), this one included, have been recorded on cobalt chrome femoral head 5°42 ø22,2/0/12-14/col moyen, reference (B)(4), from (B)(6) 2017 to (B)(6) 2021. However, it can be notice that both complaint recorded on the reference are linked to the same patient (one for the left hip and the other one for the right hip). 1 complaint (1 product), this one included, has been recorded on cobalt chrome femoral head 5°42 ø22,2/0/12-14/col moyen, reference (B)(4), batch raj6166223. The observed pain can be multifactorial. There are no data which indicate that the observed pain is due to the products manufactured by biomet france sarl. As a manufacturer of medical devices, biomet france sarl cannot render a medical opinion. According to available data, several potential factors could explain the observed pain, such as a meralgia paraesthetica due to an elongation of the femoro-cutaneous nerve done during the hip replacements surgeries. It is also noticed that the cup and the inlay used comes from serf. Incompatible products could cause pain and reduction of range of motion. Both hip stems are positioned in accordance with the applicable surgical technique. The anteversion angle of both cups is considered to be low. Based on the current available data, it is not possible to determine the exact root cause of the issue, but the meralgia paraesthetica may have contributed to the observed pain. A summary of the investigation has been transmitted to the customer. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent initial hips arthroplasties of the left and the right sides in (B)(6) 2018 following cortisone osteonecrosis. Since the implantation of the both prosthesis, patient suffers from chronic pain at both sides. Patient can not walk longer than 2000m or hold 2-4kgs. The pain is also affecting his professional career. It can be noticed that pain is at the same place as the prosthesis. The current report handles the head component of the right hip.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following section has been updated : b4, d8, g3, g6, h2, h3, h6, h10 the product analysis can't be performed as the product was not returned. Since the implantation of the both prosthesis on may 23, 2018 for the left hip and on september 07, 2018 for the right hip, the patient underwent numerous medical investigations (MRI, echography, scintigraphy, etc.) By different hcps without any substantial explanation for the observed pain. On the available x-rays, it is seen the both stems are positioned in accordance with the applicable surgical technique with a thin cement mantle corresponding to the philosophy of the cmk stems. There is no medullary plug on both hip stems, but this can be surgical preference and does not explain the pain observed. The inclination angle of both cups is respectively 39.7° for the right cup and 42.4° for the left cup which is fine. The anteversion angles of both cups is low (about 0°), but it appears unlikely this low anteversion explains the pain observed. It is noticed by p. Pariser in july 2020, through the electromyogramme, that it is possible that the patient suffers from a meralgia paraesthetica due to an elongation of the femorocutaneous nerve during the primary hip surgeries, such may lead to nerve pain. The device manufacturing quality records indicate that the released products met all requirements to perform as intended. The IFU of the stems and the heads were reviewed and it is noticed that the cups and the inlays used during the primary hip surgeries comes from the company serf and are therefore, not compatible with the stems and the heads manufactured by biomet france, that could cause or contributed to the reported event. A complaint extract was done regarding pain and loss of range of motion: - 2 complaints (2 products), this one included, have been recorded on cobalt chrome femoral head 5°42 ø22,2 / 0 / 12-14/ col moyen, reference (B)(4), from january 01, 2017 to march 04, 2021. However, it can be notice that both complaint recorded on the reference are linked to the same patient (one for the lift hip and the other one for the right hip). - 1 complaint (1 product), this one included, has been recorded on cobalt chrome femoral head 5°42 ø22,2 / 0 / 12-14/ col moyen, reference (B)(4), batch raj6166223. According to available data, several potential causes would explain the pain observed, such as a meralgia paraesthetica due to an elongation of the femoro-cutaneous nerve done during the total hip arthroplasty operations. It was also noticed that the cup and the inlay used comes from serf and are therefore, not compatible with the stem and the head implanted, that could cause or contribute to the observed pain. Both hip stems are positioned in accordance with the applicable surgical technique. The anteversion angle of both cups is considered to be low. Based on the current available data, it is not possible to determine the exact root cause of the issue, but the meralgia paraesthetica may have caused or contributed to the observed pain. A summary of the investigation has been transmitted to the customer. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent initial hips arthroplasties of the left and the right sides in may and then september 2018 following cortisone osteonecrosis. Since the implantation of the both prosthesis, patient suffers from chronic pain at both sides. Patient can not walk longer than 2000m or hold 2-4kgs. The pain is also affecting his professional career. It can be noticed that pain is at the same place as the prosthesis. The current report handle the head component of the right hip.